Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to take the battery out and reinsert them back in the device. The customer was then advised to wait 2 hours before inserting the batteries. The customer was informed to call back if the issue persisted after reinserting the batteries.